Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3

Event description:
It was reported that the touchscreen became unresponsive, and the customer was unable to unlock the pump. The customer's blood glucose level was 77 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.